Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was cracked and leaked at quick release site, which cause the patient blood glucose levels was elevated to 254 mg/dl no further information available.